Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. After a non-bsc guidewire crossed the lesion, predilation was performed using a 2.0mmx150mmx150cm coyote balloon catheter. During first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient's status was good.